Event description:
A hospital in a foreign country reported to our distributor that during a functional check of the rt204 breathing circuit, prior to use, the resistance value of the expiratory heater wire was higher than it's specification. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a hospital in a foreign. The product is not sold in the USA but it is similar to a product which is sold in the USA.